Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the drape accessory seal or the plastic ring for failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to a fragment reported to have been off into the patient. The fragment was reported to have been retrieved and no patient harm was reported. However, it is unknown what caused the plastic ring to fall into the patient.

Event description:
It was reported that during a da vinci assisted total benign hysterectomy procedure, when the surgeon assistant inserted the scissors thru the seal, a green plastic ring fell into the patient abdomen. The plastic ring fell into the patient while the surgeon was beginning to sew the cuff and it took them 20 minutes to find and retrieve the ring. After finding the ring and inspecting the drape accessory, it appeared that the ring came off of the drape accessory seal. The procedure was completed and there was no report of patient harm, adverse outcome or injury.